Manufacturer narrative:
A ge service rep performed an onsite investigation. The closed circuit digital camera power supplies and connections were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an image receptor issue. No pt injury was reported.